Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that sometimes the demo insulin pump reinitializes and all configurations are cleared including the active insulin. The pump was not stored or without a battery for more than 8 hours. It was explained that the pump will need to be replaced and the other pump will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed and monitored for four days. No unexpected pump error 23 was noted during testing or after the battery was removed and reinserted. No unexpected pump reset was noted. The internal battery connector was properly connected. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.